Event description:
It was reported that the clip on the side of the cover plate bent and wouldn't fit properly to the implanted cage at l5-s1. A new cover plate was opened and used instead. No further complication is reported.

Manufacturer narrative:
(B)(4): visually confirmed right side coverplate attachment is leg broken on the inside, consistent with lateral over-extension of leg during attempted insertion of coverplate. Microscopic examination of fracture reveals a fairly brittle fracture, with no indication of fatigue. No intra-operative changes were noted in the event info prior to second coverplate insertion, suggesting possible improper technique, which may have contributed to the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.